Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's nurse reported customer's sensor readings have been inaccurate, causing customer's insulin pump to go into false threshold suspend modes. Customer is active. He went to gym class and the threshold suspend went off. He checked his blood glucose and it was 90 mg/dl, but his sensor reading was 60 mg/dl. Customer stated the readings have been close. He was advised of possible reasons for inaccurate sensor readings. Customer was educated on proper sensor insertion and calibration methods. Nothing further reported.